Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow -up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable; therefore, the expiration date is unavailable. (B)(4).

Event description:
It was reported by the affiliate in (B)(4) that during shoulder arthroscopy surgical procedure, it was observed that during implantations of the healix3 anchor 5.5 mm peek w/orthocord st device the surgeon just touched the bone with it, and the tip of the anchor broke. It was reported that a same like product was used to complete the procedure. There was no delay in procedure and nothing fell into the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.